Manufacturer narrative:
The reason for this revision surgery was shoulder pain and looseness after 1 year in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there were 27 prior complaints against the part; that has 2 similar failure mode pertaining to "pain". This is the first complaint for the incident lot number. A possible root cause was the allograft not taking, as reported, causing the baseplate and glenosphere to become loose which resulted in pain. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient experiencing pain in the gleno-humeral joint. The allograft did not take causing the baseplate and glenosphere to become loose.